Manufacturer narrative:
The work order (wo) was cancelled as the issue was resolved by customer; no work was performed by philips. Based on the information available, the cause of the reported problem is unknown. The reported problem was not confirmed. H3 other text : customer resolved issue.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that they are getting a reboot pending message and cannot see telemetry on two floors. Patient involvement is unknown. There was no report of patient or user harm.